Event description:
This procedure was performed in (B)(6). The customer states that the tip of catheter was bent and worn. No patient injury. Investigation of the returned closurefast catheter on (B)(6) 2015, found damage to the fluorinated ethylene propylene of the coil and a partial bend of the coil segment was discovered approximately 45cm distal tip.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)